Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 55% to 5% after being disconnected from a power source. In addition, the pump could not be charged despite the attempt of multiple usb cables and wall adapters. Customer reported blood glucose (bg) level was 346 (mg/dl). No corrective action was taken at the time of the call as the customer was disconnected from the pump attempting to charge. Reportedly the customer has insulin pens as alternate insulin therapy until the replacement pump is received.